Event description:
The customer reported to philips healthcare that the device failed the monitor test. The philips field service engineer (fse) clarified that device was failing the user initiated defib test. There was no patient involvement.